Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that the freestyle libre 2 reader gave error code 2, and customer was unable to obtain glucose results, resulting in need for "medical intervention". The customer additionally reported he was unable to power reader down and once reader ran out of batteries, he was unable to charge it. The user report contained the following: freestyle libre 2 reader "[indicated] error code 2. The device suggested I turn the reader off and on or contact customer service. The only button on the device failed to allow me to turn it off ... I was attended to by medical staff at the hotel where I was staying as I had no way to verify my blood glucose level and rely exclusively on this device. Eventually the device lost power and could provide no assistance to me. Plugging it in to recharge also yielded no success." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. Please note that this event was previously submitted under emdr-(B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that the freestyle libre 2 reader gave error code 2, and customer was unable to obtain glucose results, resulting in need for "medical intervention". The customer additionally reported he was unable to power reader down and once reader ran out of batteries, he was unable to charge it. The user report contained the following: freestyle libre 2 reader "[indicated] error code 2. The device suggested I turn the reader off and on or contact customer service. The only button on the device failed to allow me to turn it off ... I was attended to by medical staff at the hotel where I was staying as I had no way to verify my blood glucose level and rely exclusively on this device. Eventually the device lost power and could provide no assistance to me. Plugging it in to recharge also yielded no success." No further information was provided. There was no report of death or permanent injury associated with this event.